Manufacturer narrative:
One cadd legacy plus pump was returned was analysis in used condition. Visual inspection of the pump found no damage to the pump. Following event was found on the device history log: 0978> service due - 50 - (B)(6) 2019 10:24:00 am. Functional testing included simulated use. Upon powering up the pump gave "service due" alarm. The clock record indicated clock days were past specification. The customer stated problem was able to be duplicated and was confirmed. The problem source could not be identified.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited an "error 49". No patient was involved in this event, and no adverse effects were reported.